Event description:
A customer from (B)(6) reported to biomérieux an out of range low ampicillin result for a staphylococcus aureus quality control sample (atcc 29213) in association with vitek® ast-p592 test kit (UDI 03573026265571). The customer stated no repeat test was performed. There was no patient involvement as the event was a qc sample. The customer stated that the next time the test panel is run, a qc will be performed. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux an out of range low ampicillin (amp) result for a staphylococcus aureus quality control sample (atcc 29213) in association with vitek® 2 ast-p592 test kit (UDI (B)(4)). An internal biomérieux investigation was performed. On vitek® 2 (v6.01), tests were performed only with the internal reference strain from cba subcultures under aerobic atmosphere condition as recommended. Two (2) lots of vitek® 2 ast-p592 cards were tested twice with the internal reference strain (no return of customer strain): customer lot 23720123403 (cl) and random lot 3720060103 (rl). Results: - mics amp = 0.5 mg/l, as intended, on both lots tested. -the customer issue was not duplicated in-house. Quality control testing was conform in-house with the internal reference strain. The vitek® 2 ast-p592 test kit performed as expected. Conclusion- possible customer strain issue.